Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR-0001526350-2023-00793-1. Visual examination of the provided pictures determined the unit was not cutting properly as there was striping in the graft; however the product was not returned. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design and manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device took an inconsistent graft. There was a 1 hour delay where the patient was under anesthesia in which the graft was repaired to make it usable. After evaluation of the associated product, it was determined that this device could have caused or contributed to the event. Due diligence is complete. No additional information is available. No adverse event was reported